Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: reviews of the complaint history, device history record, documentation, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, and a visual inspection of the returned device as well as an inspection of an unused device were conducted during the investigation. The visual inspection of the returned package confirmed that one prior to use cxi support catheter was returned to cook for investigation. Upon closer inspection, a separation of the bonded tip was confirmed. The separated section of the tip measured 3mm in length with the remaining bonded top to shaft also measuring 3mm. The end attached to catheter tip did not exhibit a clean break. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided, which notes "upon removal from package, inspect product to ensure no damage has occurred." Based on the information provided and the examination of the returned product, investigation has concluded that this event can likely be traced to the transport and storage of the device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k): k122796. Device evaluation has begun; however, a conclusion is not yet available. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to patient contact, the tip of a cxi support catheter was found to be stuck in the package. Upon return of the complaint device and initial evaluation on 02 oct 2019, the tip was noted to be separated. The device did not make patient contact. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.